Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the majority of the stent body were damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07177. Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The physician removed the device and advanced another 2.75x38mm promus element plus stent but still failed to cross the lesion. The physician removed the second device and advanced a third 3.5x20mm promus element plus stent but still failed to cross the lesion. The procedure was completed with two non-bsc stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.